Event description:
It was reported that the device was exhibiting post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made, and patient was good after the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.